Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported recurrent mitral regurgitation (mr), heart failure, myocardial infarction (mi), and cerebrovascular accident. The reported patient effects of mr, heart failure, mi, and cerebrovascular accident, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Attachment: article titled ¿predictors of hemodynamic response to mitral transcatheter edge-to-edge repair"

Event description:
It was reported through a research article that 473 patients underwent mitral transcatheter edge-to-edge repair (teer) from (B)(6) 2014 to (B)(6) 2022. Within one year of the procedure, the implanted mitraclip may have caused or contributed to recurrent mitral regurgitation (mr), heart failure, myocardial infarction, stroke, redo teer, and mitral valve surgery. Additional information is listed in the attached article, titled "predictors of hemodynamic response to mitral transcatheter edge-to-edge repair."